Manufacturer narrative:
Model number/catalog number: sc-2208-50, serial number: (B)(4), batch/lot number: 170141, model/catalog description: st linear lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had inadequate stimulation due to lead migration and was confirmed in x-ray. The patient underwent a replacement procedure and was reportedly doing well postoperatively.